Manufacturer narrative:
The customer's reported complaint description is confirmed. The handle was observed disconnected from the o-rin cap/nose cone. The most probable root cause for the non-conformance has been attributed to the responsible employee(s) failed to properly follow proper procedures. The handle separating from the o-ring/nose cone assembly was most likely due to an insufficient amount o loctite adhesive being applied during the manufacturing process. As a correction, those involved in the assembly process have been retrained on the applicable procedure. Based on the low frequency, no recent trends, no issues noted in the DHR, and adequate process controls in place, no corrective action to be taken at this time. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2015 by the international distributor, "the fluid infusion port fell off". Additional information from the distributor states, "two failed xl devices were used on the patients, and surgeon found that it's hard to develop the electrode, and then the infusion port and trocar were broken". No harm or serious injury to the patient was reported for this event by the international distributor.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. Complaint # (B)(4).